Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer had received post-reset ram crc alarm and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged post-reset ram crc alarm and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Found on june 22, 2022. The pump passed the displacement test and active current test. Power supply test failed during self-test occurred during self test due to moisture damage. Pump failed self test and sleep current test due to moisture damage. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running alarms or unexpected post-reset ram crc alarm alarms occurred during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to moisture damage. Device was cut open to perform visual inspection and found evidence of moisture damage on electric board and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked case-corner of belt clip rails. Customer alleged post-reset ram crc alarm and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Was not found during testing or in the history files or traces on or near the event date. Power supply test failed during self-test occurred during testing. Device failed sleep current test and self test due to moisture damage. Unexpected battery power loss confirmed due to high currents from moisture damage medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.